Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) are adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a biopsy procedure using encor enspire cassette. Prior to the procedure, it was noticed that both the external and internal packages were missing the manufacturing date. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. However, the investigation in unconfirmed for the reported missing information as it confirms that the date of manufacture is not included as part of the global labeling for these items. A definitive root cause for the reported missing information could not be determined based upon the provided information. Labeling review: aa review of the encor enspire tubing & canister accessories vacuum and rinse tubing cassette assembly pouch label artwork specification (baw1252200, rev.3) determined the product labeling documentation is adequate. This document verifies the date of manufacture is not part of the global labeling of the items. A review of the encor enspire tubing & canister accessories vacuum and rinse tubing cassette assembly carton label artwork specification (baw1252100, rev.3) determined the product labeling documentation is adequate. This document verifies the date of manufacture is not part of the global labeling of the items. D4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a biopsy procedure using encor enspire cassette. Prior to the procedure, it was noticed that both the external and internal packages were missing the manufacturing date. There was no patient contact.